Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.9. Testing done in the evening. Date: (B)(6) 2011, inratio: 4.0, lab: 5.5. Inratio and lab testing performed within 2 hours. Pt woke up the next morning, with bruising over entire body, left arm swollen. Went to the emergency room immediately where they tested her inr with a venous lab draw. Was told to hold coumadin. Customer reports using the second drop of blood when applying blood sample to strip.

Manufacturer narrative:
Investigation pending.